Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing a temperature. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture. The time of event is unknown. There was no report of patient harm. Poor image quality, blurry foggy video images plus water droplets issue on led cover glass.